Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Material: 305796; batch#: 3177881. It was reported by the customer that 25g needle broke off in patient and was fully retrieved successfully. Operative report: local anesthetic needle broke at the hub while obtaining anesthesia for the 2nd drain placement. This 4 centimeters long 25-gauge needle broke just under the skin surface, within the subcutaneous tissues. It was visible fluoroscopically. The small incision for the tube placement was extended to a total of 1 centimeter in length and through this, a forceps was used to successfully grab the needle and remove it without significant complication. Verbatim: rcc received a complaint via email. Email(s) attached. Medsun (B)(4): from staff: 25g needle broke off in patient and was fully retrieved successfully. From operative report: local anesthetic needle broke at the hub while obtaining anesthesia for the 2nd drain placement. This 4 centimeters long 25-gauge needle broke just under the skin surface, within the subcutaneous tissues. It was visible fluoroscopically. The small incision for the tube placement was extended to a total of 1 centimeter in length and through this, a forceps was used to successfully grab the needle and remove it without significant complication. The needle was removed in its entirety, and this was confirmed on follow-up imaging.

Manufacturer narrative:
MDR correction to include related report number in grid.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1-1/2 rb bns needle broken. It was reported by the customer that 25g needle broke off in patient and was fully retrieved successfully. Operative report: local anesthetic needle broke at the hub while obtaining anesthesia for the 2nd drain placement. This 4 centimeters long 25-gauge needle broke just under the skin surface, within the subcutaneous tissues. It was visible fluoroscopically. The small incision for the tube placement was extended to a total of 1 centimeter in length and through this, a forceps was used to successfully grab the needle and remove it without significant complication. Verbatim: rcc received a complaint via email. Medsun (B)(4): from staff: 25g needle broke off in patient and was fully retrieved successfully. From operative report: local anesthetic needle broke at the hub while obtaining anesthesia for the 2nd drain placement. This 4 centimeters long 25-gauge needle broke just under the skin surface, within the subcutaneous tissues. It was visible fluoroscopically. The small incision for the tube placement was extended to a total of 1 centimeter in length and through this, a forceps was used to successfully grab the needle and remove it without significant complication. The needle was removed in its entirety, and this was confirmed on follow-up imaging.